Manufacturer narrative:
Reported event: an event regarding a failed reamer checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 424 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed reamer checkpoint. There were no other reported events for the listed catalog number. Conclusion: the session and log data from the case were reviewed. An analysis of system verification values were performed, and the verification values are within acceptable tolerances. The issue can be reproduced in the lab when the tip of the probe is not fully seated at the bottom of the divot on the offset reamer handle.

Event description:
This pi is for the first case on (B)(6) 2017. On (B)(6) 2017, when going into ream the acetabulum, dr. (B)(6) went to check the checkpoint on the offset reamer handle to get into the reaming page, and it was giving him an error from anywhere between 2.7-3.2 mm. He tried the other checkpoint spot, and was receiving the same error. We ensured everything was assembled correctly and that we had the right end effector number and offset angle. We then re-registered the robot assuming we may have a bumped base array. After re-registering the robot, the exact same error occurred. We then switched to the straight reamer handle, it passed the check point and we proceeded with the case. Surgical delay: 20 minutes. On the second case that day, we proceeded to set up with a different reamer handle and a new end effector. Upon trying to enter reaming, we hit the same checkpoint error where it would not pass. We switched the straight once again, passed and finished the case successfully. I did not attempt any trouble shooting on the second case because we had already wasted time during the first case trouble-shooting with no success. After the day was over I called and left a message with the mako hotline. Delay: 5 minutes. On (B)(6) 2017, the exact same issue occurred and we were getting the same offset reamer checkpoint error of 2.7-3.2 mm off. We switched to the straight reamer handle and completed the case successfully. Directly after the case I contacted the mako hotline. In between these two days, both surgeon and mps completed successful cases with the offset reamers at a different site. This was the first time since (B)(6) 2017 that we attempted to use the offset reamer handles again at (B)(4). Both offset reamer handles had been used successfully at another site as well. Delay: 2-5 minutes. Update 05/15/2017: lastly wanted to correct a statement from my first per. The first case was not completed robotically, the surgeon went manual since we had already wasted a fair amount of time attempting to trouble shoot. All 3 occurred in tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the first case on (B)(6) 2017. On (B)(6) 2017, when going into ream the acetabulum, dr. (B)(6) went to check the checkpoint on the offset reamer handle to get into the reaming page, and it was giving him an error from anywhere between 2.7-3.2 mm. He tried the other checkpoint spot, and was receiving the same error. We ensured everything was assembled correctly and that we had the right end effector number and offset angle. We then re-registered the robot assuming we may have a bumped base array. After re-registering the robot, the exact same error occurred. We then switched to the straight reamer handle, it passed the check point and we proceeded with the case. Surgical delay: 20 minutes. On the second case that day, we proceeded to set up with a different reamer handle and a new end effector. Upon trying to enter reaming, we hit the same checkpoint error where it would not pass. We switched the straight once again, passed and finished the case successfully. I did not attempt any trouble shooting on the second case because we had already wasted time during the first case trouble-shooting with no success. After the day was over I called and left a message with the mako hotline. Delay: 5 minutes. On (B)(6) 2017, the exact same issue occurred and we were getting the same offset reamer checkpoint error of 2.7-3.2 mm off. We switched to the straight reamer handle and completed the case successfully. Directly after the case I contacted the mako hotline. In between these two days, both surgeon and mps completed successful cases with the offset reamers at a different site. This was the first time since (B)(6) 2017 that we attempted to use the offset reamer handles again at (B)(6). Both offset reamer handles had been used successfully at another site as well. Delay: 2-5 minutes. Lastly wanted to correct a statement from my first per. The first case was not completed robotically, the surgeon went manual since we had already wasted a fair amount of time attempting to trouble shoot. All 3 occurred in tha.